Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported incident failing the self-test of the defib at power up was evaluated. Device has widespread fluid ingress damage. Device not repairable. No emerging trend based on similar reports.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.